Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that as the device was introduced into the meniscus, the needle tip separated from the rest of the metal shaft, just shy of where the plastic sheath ends. The needle tip was stuck within the meniscus tissue. Upon pulling back on the suture, the detached needle tip was withdrawn from the meniscus and removed from the joint. It was then inspected by the surgeon and was deemed that it had been removed in its entirety.